Event description:
It was reported, that the patient experienced discomfort post pacemaker implant procedure. X-ray verified, that the patient was found to have pneumothorax. Insertion of chest tube was performed. The patient was stable post procedure and discharged from hospital.